Manufacturer narrative:
Concomitant medical products: dtma1d4, crt-d, implanted: (B)(6) 2018. 6935m62, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on stored electrograms. The atrial lead remains in use. No patient complications have been reported as a result of this event.